Manufacturer narrative:
Isi has not received the suction irrigator instrument involved with this complaint. Isi confirmed that the fragment (plastic piece from the tip of the suction irrigator instrument) is not available for return as it was discarded. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is receive, a follow-up MDR will be submitted. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged the tip of a suction irrigator instrument fell off and into the patient. The fully intact fragment was successfully visually retrieved during the same procedure. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. There is no allegation of system, instrument, or accessory malfunction. At this time, it is unknown how the piece fell off and what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of a suction irrigator instrument fell off and into the patient. The tip was retrieved during the same procedure and not available for return. The procedure completed with no report of patient injury. On 2/6/20, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the issue happened on monday (B)(6) 2020 during a cholecystectomy. The surgeon was dissecting tissue, then had to switch to a laparoscopic (lap) surgery due to patient anatomy. The surgeon went reverted back to a robotic procedure to use the suction irrigator instrument. As the customer was closing, the surgeon visually observed the plastic tip inside the patient; it was laying under the liver when they went to bag their resected specimen. During the same procedure, with use of a laparoscopic instrument, the surgeon visually retrieved the fully intact plastic piece that had come off of the tip of a suction irrigator instrument. The surgeon had elected to revert back to a lap procedure to finish closing ¿because it was just easier¿. The plastic piece is not available for return as it was discarded along with the planned resected specimen. The surgeon does not know what caused the fragment to come off. There were no instrument collisions. There is no allegation of a system, instrument, or accessory malfunction. There were no known system errors. There is no reported adverse event or patient injury. There were no intra-operative or post-operative complications other than fragment retrieval and the patient is reported as doing fine. The procedure completed laparoscopically with no reported patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".